Manufacturer narrative:
B4: (B)(6) 2021. The bench tech replaced the pcba, cpu to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.

Manufacturer narrative:
The pcba, cpu was returned for analysis. Visual inspection of the pcba, cpu revealed no evidence of damage or contamination. Failure investigation (fi) was performed, and the customer complaint cannot be verified. The returned pcba, cpu passed all testing. No alarm conditions occurred during testing; no fault was found.

Manufacturer narrative:
Report date: 17jun2021.

Event description:
It was reported to philips by a customer that the unit was restarting itself whilst in the middle of ventilating a patient. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer state the unit restarted itself whilst in the middle of ventilating a patient. Inspection of the unit's event log revealed an error 1101 code ventilator restarted. Per the service manual indicates that the cpu pcba board needs to be replaced. The rse stated unit restarted due to anomalies detected during operation. This could include invalid or corrupted information, unanticipated situations, or object allocation errors. The rse emailed quote for bench repair/fse to site with parts for the reinstall operational software and replace the cpu pcba. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.